Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient blowing in the heater line during automated peritoneal dialysis (apd) therapy, which resulted in bacterial peritonitis. The peritonitis was manifested by shortness of breath and stomach pain. The patient was hospitalized for the reported event. The treatment included unspecified antibiotics (intraperitoneally (ip), dose and frequency not reported). The treatment with unknown antibiotics was ongoing and the patient was still hospitalized at the time of the report. The patient was recovering from the peritonitis. The patient was going to be retrained on proper aseptic technique after hospitalization. Pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.